Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis). (Deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the lad with 90% stenosis but the stent could not cross. The physician changed to another device to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: on visual inspection there were three kinks located on the hypotube shaft, these were located at 5cm, 19cm and 61.5cm distal to the strain relief. The stent was noted to be damaged in the middle segments of the device. The middle section of the stent had struts overlapping each other; this was located at the 5th, 6th and 7th segments from the tip of the device. The stent was not positioned evenly between the marker bands, it was moved slightly distally. An attempt was made to place a stylette/sheath similar to size of the sheaths placed over the stent during manufacturing process prior to release, but the sheath failed to fit over the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).